Event description:
Pump was assessed in outpatient infusion center. Pump sounded like it was functioning and read that 116.2ml had infused with a remaining balance of 2.8ml when in fact there had not been any infusion and the entire balance of the bag remained full. All lines patent and unclamped at the time of assessment.